Event description:
Add'l info rec'd from distributor 8/14/03: the evaluation by the MFR confirmed a loose spring in the locking button of the femur extension. The device will be repaired by ormed, initial reporter, prior to reload with compliance to product specification. A corrective action is not required.

Event description:
The device is in process of being returned to initial rptr, orthopedic medical products, inc. Who will return the devices to MFR in other country. A follow-up report will be provided to FDA when results of evaluation are available.